Event description:
It was reported that the ilet displayed alert 38 for consecutive stalled motor despite multiple restarts, and the user experienced hyperglycemia with a blood glucose of 269 mg/dl; a dry-run piston test produced no alerts, and the user then performed a full supply change per troubleshooting guidance. Customer care provided support that included guided troubleshooting, a successful dry-run piston test, and replacement of the infusion set, connector, and cartridge. Investigation of this case revealed an unclear cause for the consecutive stalled motor alerts, with no fault reproduced during the dry run and no additional alarms after the supply change. No clinical symptoms associated with hyperglycemia reported. Outcomes included user monitoring of glucose without report of hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.